Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for flow accuracy testing and able to successfully complete the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log showed infusion stopped by user and infusion complete. The pump went into ¿kvo¿ (keep vein open). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump stopped infusing. During a norepinephrine infusion (0.03 mcg/kg/minute) the nurse entered the room to titrate the medication in response to decreasing the blood pressure. The nurse noted the screen showed ¿primary off¿ and no audible alarm had been triggered. The pump was restarted and the blood pressure improved. No further information was available at the time of this report.

Manufacturer narrative:
Correction: h1: type of reportable event. Should additional relevant information become available, a supplemental report will be submitted.